Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) and reported elevated blood glucose (bg) levels. The reporter indicated that the patient had eaten at an unspecified time. She claimed that the patient had gotten numerous alarms that evening and therefore was unable to bolus. During that time, the patient and reporter attempted to troubleshoot the alarms by replacing the pump's battery. They were unable to resolve the alarm issues. For an unknown reason, the reporter claimed that she was unable to give the patient an injection for over an hour and the patient ended up getting a ''high'' result on a meter. The reporter also alleged that the patient developed symptoms of slurred speech and thirst, and she had ''slight'' ketones. After the reporter was able to treat the patient with an injection, she claimed that the symptoms were resolved. The reporter also admitted that the patient had gone swimming that day and had taken the pump off during that time. The patient's elevated bg level could have been attributed to the fact that the patient came off of the pump for a period of time. While speaking to the anm representative involved in this contact, the reporter was unable to resolve the alleged issue with troubleshooting. Multiple alarms were verified in the pump's alarm history. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level with symptoms suggestive of severe hyperglycemia. However, the patient's injury can be attributed to possible use-error. The alleged product issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. It is unclear as to why the reporter administered the injection an hour after the alleged issue began.

Manufacturer narrative:
Follow-up #1 09/06/2012-device evaluation: the pump has been returned and evaluated by product analysis on 08/07/2012 with the following findings: the pump black box verified cs 078-0008 and cs 064-0008 alarms had occurred. During testing, the rewind step was unable to be completed due to recurring cs078-0008 alarms. No further performance testing could be completed due to the recurring alarm. The pump was opened and corrosion was found under the pump motor flex connector. The pump was found have a missing bolus button and was found to be leaking due to the missing bolus button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.